Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, a patient experienced two consecutive bent cannula failures within 24 hours, resulting in insulin under-delivery and elevated blood glucose. The first infusion set failed after 10-12 hours on the lower back, and the second failed after 4 hours on the abdomen.